Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no alligation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.